Event description:
Additional information received reported the lead had migrated.

Event description:
It was further reported the patient¿s pain had gotten worse as they got older.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that from the onset of the implant the manufacturer representatives had a difficult time getting the device to work on the area of concern (hips and thighs). Approximately two months after implant the patient's right lead became unattached, causing severe pain in the right hip. On (B)(6) 2011, the patient underwent a revision surgery. It was reported that the surgery was "horrendous", and the patient spend a long time recovering from the re-insertion of the device. See MFR. Rep. # 3004209178-2011-09731 for subsequent events and follow-up information.